Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned with a delay of 10 seconds. A philips field service engineer (fse) visited the site and found that the system was intermittently responding slowly, and the program froze. The fse confirmed that this is a known issue. The cause is a software failure due to a blockage of the microsoft windows event log on the host computer for a period of up to approximately 25 seconds, with most delays between 8 and 15 seconds. This issue has been addressed in a retrofit on failure field change order (fco). After implementing the solution from the fco, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was responding slowly and the program was freezing, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.